Event description:
No further information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4,b5,d2,d4,d9,g1,g3,g6,h1,h2,h6. D4: attempts have been made to gather all product identification information and no further information has been provided. The cmp was confirmed. Visual examination of the provided picture identified a broken / fractured impactor pad. No further evaluation can be made. Lot identification is necessary for review of device history records; lot identification was not provided. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Complaint history review cannot be performed without product identification. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The root cause of the reported issue is attributed to user error. "Zimmer biomet instrument care, cleaning, maintenance and sterilization instructions"states ¿orthopaedic surgical instruments generally have a long service life; however, mishandling or inadequate protection can quickly diminish their life expectancy. Instruments which no longer perform properly because of long use, mishandling, or improper care should be returned to zimmer biomet to be discarded¿. Falling from unknown heights has the capability of putting a large impact on the device and cause fracturing. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the instrument was dropped, and fractured. There was no patient involvement. Attempts have been made and no further information has been provided.